Event description:
Same case as 2134265-2008-00493 and 2134265-2008-00494. It was reported that during a carotid artery stenting treatment procedure, there was movement of the stent and a second stent was deployed. The physician was treating the internal carotid/bifurcation the stent. After "prepping the filter device in the standard fashion, and prepped the tip of the wire and brought this up into the internal carotid artery with some difficulty, and were eventually able to pass this up into the internal carotid artery". The filter device was then deployed and the physician performed pre-dilatation with a 3mm balloon. This did not provoke any adverse symptoms. The physician then deployed the nexstent, which had a slight antegrade movement of the stent and therefore required a second stent to adequately cover the lesion. The lesion was post dilated with a balloon. During this time, there was a small amount of bradycardia which was controlled with atropine. The pt remained neurologically intact throughout the procedure including the period of bradycardia. A completion arteriogram was performed which revealed the lesion to be well excluded with some residual stenosis, but this was adequate for the procedure. The sheath and the filter device were removed appropriately. There were no complications and the pt condition is listed as fine.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.